Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe plunger was "stuck" and didn't move easily during use. This occurred on 300 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "during using those product its stuck and it was not moving so easily, for the reason in syringe pump give alarm."

Event description:
It was reported that the bd luer-lok¿ syringe plunger was "stuck" and didn't move easily during use. This occurred on 300 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "during using those product its stuck and it was not moving so easily, for the reason in syringe pump give alarm."

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.